Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was in good condition with no appearance of any physical damages. Review of the error history log found "force sensor test error". Functional testing found "force sensor test error" was found at power up and the reading of force sensor is out of the required specifications. Root cause was attributed to the force sensor being out of calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preformed preventative maintenance, cleaned and greased motor assembly. Device passed functional testing after completed repairs.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.